Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation on his back near his spine, under the lifevest. The patient described the rash as slightly scabbed over, slightly itchy, and red but not bleeding. The patient reported applying a medicated cream to his skin that was provided to him. The patient also reported that his doctor was aware of the irritation. Follow-up indicated that the patient's skin was improving as the itching and discomfort had decreased.